Manufacturer narrative:
UDI = (B)(4). The complaint device was not returned by the customer; therefore, no product analysis could be performed.. Batch and lot involved was not provided by the field, therefore review of manufacturing records was not performed. Based on case gathered evidence, an investigation was performed with the available information and efforts were taken to enable the determination of a probable cause. The investigation conclusion is device not returned as the complaint did not include returned device review and lacked the objective evidence or descriptive conditions of the event required to determine what could have contributed to the event. (B)(4). Device was not returned.

Event description:
It was reported that the catheter can pop loose due to the force pulling the glue points apart, which can lead to contamination. No patient complications were reported.